Event description:
Approximately 7 mos postop the initial right shoulder tsa, this (B)(6) y/o male patient was revised due to septic loosening. The patient has had deep continuous pain since right shoulder surgery but it has progressively gotten worse over the last few months. Patient has testing and aspiration. The case report form indicates this event is not related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-30-08, equinoxe preserve stem 8mm; 310-00-50, equinoxe, humeral head, extra short, 50mm; 300-50-45, 4.5mm short rep plate.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.